Manufacturer narrative:
Updated sections: b5, d9, g3, h2, h3, h6 - type of investigation, investigation findings, investigation conclusions. The other codes in h6 remain unchanged from the previous submitted form. The lead was returned and analyzed. The detached e1 tip was not returned. Visual inspection of the returned lead confirmed the reported complaint that the e1 tip was detached and missing. The physical damage was observed further under optical microscopy, and it was possible the lead was fractured by excessive external force. However, this observation is purely speculative, and the exact root cause of the lead fracture could not be determined. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
Additional information received indicated that the patient underwent a second surgical intervention to remove an electrode fragment that remained in the body.

Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or non-conformities associated with the reported event. The device remains implanted and is not available for evaluation, which limits the ability to conduct any physical, functional, and/or root cause analysis. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
Imaging reportedly showed what appears to be one electrode detached from the lead, floating near the lead implant site. There was no reported injury to the patient, and currently, there are no plans to revise the device. The device remains implanted in situ. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Updated sections: b5, d6b, d9, g3, h6 - health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusions. Nevro is awaiting the return of the device. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
Additional information received indicated that the patient had the device removed.